Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage noted on electronics assembly. Unable to verify pump error due to blank display. The insulin pump was received with cracked retainer, scratched case and minor scratched lcd window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a blank screen and a red flashing light. Troubleshooting was performed; the battery was removed and reinserted. During the power-up the insulin pump alarmed pump error 4 and the display remained blank. Further troubleshooting was not possible due to the pump error alarm and not being able to clear the alarm. The customer did not know their blood glucose at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.